Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump displays nothing and is blank and gives her a button error alarm. Customer also indicated that the pump will display the number 6 only and then stop. Customer also stated that she receives a battery test fail alert. Customer did not indicate any significant events leading to the error. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was done for error and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.